Manufacturer narrative:
(B)(4).

Event description:
The customer performed a correlation study using samples collected from 40 patients and tested on coaguchek xs plus meter serial number (B)(4) and the dade innovin test method. Of the 40 patients, one had an erroneous result when testing a sample on the meter. A sample from the patient resulted as 2.9 inr when tested on the meter. The 2.9 inr value was reported to the patient's doctor. Within minutes, another sample collected from the patient and tested in the laboratory using the dade innovin test method, resulting as 2.2 inr. The laboratory value of 2.2 inr was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or medication changes based on the meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two to four weeks. The patient is anemic, with a hematocrit of 27.5 %. The patient does not suffer from antiphospholipid antibodies. The patient did not have a special or unusual diet. Meter controls were within range within 24 hours of the event. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.